Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit will not detach from the cart. There was no patient involvement.

Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, investigation conclusions). It was reported that during routine checkup the cardiosave intra-aortic balloon pump (iabp) unit was not detaching form the cart. A getinge field service engineer (fse) evaluated the unit and confirmed the failure and resolved the issue by lubricating the release latch inside the cart. Fse then performed and passed all functional and safety tests to factory specifications. Unit cleared for clinical use.

Event description:
N/a.